Event description:
It was reported that this right atrial (ra) lead exhibited undersensing at the lowest programmable sensing setting and there was loss of capture at max outputs. Technical services (ts) recommended to have chest x-ray be done to determine lead position. This ra lead remains in service. No adverse patient effects were reported.